Manufacturer narrative:
This report is being submitted to also add "company representative" as a report source, aside from "health professional", in section g2.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported information, after the ivl balloon ruptured and all equipment was subsequently removed, the patient was noted to be experiencing hypotension and bradycardia. A cardiopulmonary resuscitation (CPR) was immediately administered and an impella heart pump was inserted for support. Afterwards, the physician used an nc balloon to post dilate the lm and the cx, and the thrombolysis in myocardial infarction (timi) flow showed improved result. A review of the manufacturing and test documentation did not reveal any issues with the manufacturing of the device. The device passed all swmi's acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
The patient presented at the hospital due to a non-st-elevation myocardial infarction (nstemi) with restenosis from a prior stent placement in the left main (lm) coronary artery and circumflex artery (cx). Prior to the procedure, the lm lesion was pre-dilated with a 2.5 x 12mm non-compliant (nc) balloon using low pressures. An intravascular ultrasound (ivus) was performed confirming significant calcium in the ostial cx and neo intimal hyperplasia in the lm. The physician elected to treat the cx only by using a shockwave c2 coronary intravascular lithotripsy (ivl) catheter, which is outside the indications for use for the coronary ivl catheter as it is indicated for use in de novo coronary arteries. It was noted that there was no other treatment option for the patient. After a successful delivery of 60 pulses, the ivl balloon ruptured. After the device was removed, an angiogram was performed showing a notable slow flow in the cx and the distal obtuse marginal (om) branches could not be visualized. The patient's activated clotting time (act) was reported to be around 300 secs and patient became hypotensive and experienced bradycardia (slow heart rate). A cardiopulmonary resuscitation (CPR) was immediately administered and an impella heart pump was inserted for support. A repeat angiogram still showed slow flow in the cx, and a clot was observed in the lm into the ostial cx. The physician used an nc balloon to dilate the lm and the cx. The thrombolysis in myocardial infarction (timi) flow showed an improved result. The physician completed the intended procedure with a drug-eluting stent (des) implantation and post dilated the lesion with a short nc balloon. The patient was transferred to the intensive care unit (ICU). As of this writing, the patient is still in the hospital and is improving.